Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2014. The patient manages his diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient stated at an unspecified time on (B)(6) 2014, he developed symptoms of ¿frequent urination¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2014). The patient¿s meter has been returned on 7/1/2014 and evaluated by lifescan product analysis on 7/2/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.